Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump beeped and then the insulin was suspended. Customer stated that the screen then went blank. Customer's blood glucose was 13 mmol/l. Customer stated that all buttons are not responding. Customer replaced the battery 3 times but still received a blank display. Customer stated that he took a shower, but the pump was disconnected and had been put on a dry place. Customer stated that the pump has not been dropped, bumped, or exposed to moisture. Customer inserted a new battery but the display did not return. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.